Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to treat an in-stent restenosis of another manufacturer's stent. The 3.5x12mm, concentric, 70-80% stenosed lesion was located in the lad (left anterior descending) artery. Vascular access was right femoral. The physician attempted to use this 20x2.0mm quantum maverick balloon to pre-dilate the lesion. The balloon was inflated to 10 atms without any problems. On the second inflation, the balloon ruptured at 15 atms. The device was removed from the patient intact. Pre-dilation was completed with a 2.5x20 mm quantum maverick balloon. A 3.0x24mm liberte bare stent was then implanted to treat the in-stent restenosis. The liberte bare stent was post-dilated with a 3.5x12mm quantum maverick balloon. There were no reported patient complications. The patient status is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).